Manufacturer narrative:
Section a4, patient weight: information unknown/asked unavailable. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the customer did not provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient's right eye. The patient complained of halos, streaks, arches of light in their periphery; doctor diagnosis is positive dysphotopsia. The iol was explanted. Doctor used limbal relaxing incisions (lri). There was no suture(s), no vitrectomy, and no incision enlargement was required to remove the lens. The iol was replaced with a non-jnj lens model li61ao +19.0 diopter. The patient outcome is reported as ¿excellent¿. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: dec 13, 2023 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received. The lens was inspected under magnification. The lens was received in a specimen cup and was cut into two pieces. The pieces were stuck together and were separated then cleaned. No issues that would have contributed or caused the complaint event were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.